Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after 5 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as "cold sweat, dizziness". Customer was unable to self-treat and was administered oral glucose by a non-healthcare provider. There was no report of death or permanent injury associated with this event.